Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a missing cannula. The customer reported that she was starting a new sensor and noticed that the sensor would not connect to the transmitter. The customer reported that when she pulled out the sensor and there was no cannula. The customer's blood glucose was 20.4 mmol/l at the time of incident. The customer reported that she noticed a little red dot. Troubleshooting was performed related to sensor issue. The customer reported that the insulin pump alarmed cannot find sensor signal. The customer was advised to place transmitter on charger. The customer reported that the transmitter led blinked on and off when it was connected to the sensor. During the troubleshooting, it was determine that the issue was related to the sensor. The customer was advised to return and replace out the sensor. Product is expected to return.